Manufacturer narrative:
A user facility reported, "the probe covers not properly molding and adhering to the patient's skin to hold down the nicu probe to the patient's skin. Several patients have overheated due to the probe not properly molding and adhering to the patient's skin." Deroyal industries, inc. Requested return of the device, but it has not yet been received. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A user facility reported, "the probe covers not properly molding and adhering to the patient's skin to hold down the nicu probe to the patient's skin. Several patients have overheated due to the probe not properly molding and adhering to the patient's skin."